Manufacturer narrative:
This report is submitted on may 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced infection at implant site, however the issue could not be resolved resulting in the decision to explant. The receiver-stimulator was explanted on (B)(6) 2017, the electrode array remains in-situ.

Manufacturer narrative:
This report is submitted on june 02, 2017.